Event description:
User facility reported, they were unsuccessful at positioning the first disposable novasure device and had an unsuccessful cavity integrity assessment (cia) test with the second device. A hysteroscopy was done and a uterine perforation was seen. The physician reported in 2008 that the patient was discharged the same day with no treatment needed.

Manufacturer narrative:
Device history record review was conducted for the reported lot number and was determined to be valid. Currently unable to establish a relationship or impact to the reported observation due to product not yet available or serial number provided. According to the IFU under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device, if the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required, the novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (Step 2.36). Although designed to detect a perforation of the uterine wall it (cia alarm) is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgement must always be used.